Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced.

Event description:
Mechanical failure of right total hip arthroplasty from trunnionosis requiring reoperation.